Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient stated the stim is turning on and off and the battery is draining faster than normal. Impedance check was done and noted electrode 2 had high impedance of >40,000. The cause was not determined, and it was not reported if any actions had been taken to resolve the issue. The rep reported they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the cause of the issues was unknown. The electrode that had high impedance was programmed and being used. Actions taken were the patient was reprogrammed and electrode with high independence was avoided. It is unknown if the issue has been resolved, but the rep previously reported they would submit any new information that becomes available.